Event description:
Cautery turned on without warning during surgery and the paper drape was burned. There was no injury to the pt, physician or employees. Obstetrical procedure. This is the second incident the co has experienced with these cautery pencils which have turned on spontaneously. There are different electrosurgical units involved in the two procedures. The biomedical engineers checked the equipment in june 1998 and found the equipment to be functioning normally. The same is true of the esu used 4/29/98. There are no product numbers for cautery pencils only esu's in a kit. In addition, it was learned that the tip had gotten into some moisture during the c-section procedure. There is a warning that the tips are not to be in a moist environment, but c-sections most of the time have a great deal of fluid. Facility is discontinuing the use of these pencils in obstetrics following this second incident.